Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized and the battery was taken from the insulin pump. Customer stated that she went to put in a battery and she received a battery out limit alarm. Customer's blood glucose was 155 mg/dl at the time of the incident. Customer stated that the pump alarmed after a battery change. Customer reprogrammed the time and date. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. Customer was advised that this was normal pump behavior. Customer reported that she was hospitalized for high blood glucose for 6 days. Customer's blood glucose was 495 mg/dl at the time. Customer also mentioned having a weak battery alarm. Customer was assisted with clearing alarms.